Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, noted as high risk percutaneous coronary intervention was scheduled to be implanted with an impella cp device for mechanical circulatory support. During implantation, the sheath kinked after removal of the dilator, a 14f 25 cm sheath used in the second step, however it was impossible to advance the impella over the sheath. The insertion was aborted due to the patient¿s vascular anatomy.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.